Event description:
Customer called to report that a yellow-brown colored fluid was leaking from inside the hydropneumatic compartment of the unicel dxc 600 synchron system. On the same day, the field service engineer (fse) inspected the instrument and found that neither the identity of the fluid nor its origin could be determined. The fse then cleaned the area around the no foam bottle and drained the mist separators. The fse also vacuumed the hydropneumatic compartment and cleaned its base. The fse's service appeared to have been effective as no further leaking was observed. Customer stated that no patient samples were run; therefore no patients were harmed. Customer did not state harm to instrument operators.

Manufacturer narrative:
The source and root cause of the leak could not be identified; however, after the field service engineer primed and cleaned the instrument, no further leaking was observed, and the instrument issue appears to have been resolved with this service. (B)(4).